Manufacturer narrative:
It was reported that an (B)(6) male patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia/wolff-parkinson-white syndrome with two ez steer¿ nav bi-directional electrophysiology catheters and suffered a cardiac tamponade (requiring pericardiocentesis) and death. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection test was performed and the catheter passed the test. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade and death remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 09/27/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. When the device was received, the lot number was verified to be 17678892m. The manufacture and expiration dates have been updated and UDI has been added. The device history record (DHR) for the lot number 17678892m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: boston scientific tsx needle (model# unknown lot# unknown), carto 3 system (model# fg540000 serial# unknown). Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. (B)(4). There are 2 impacted products under manufacturer's ref. No:(B)(4). FDA report# 9673241-2017-01066 and 9673241-2017-01067. This report is for the second catheter used.

Event description:
It was reported that an (B)(6) male patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia/wolff-parkinson-white syndrome with two ez steer¿ nav bi-directional electrophysiology catheters and suffered a cardiac tamponade (requiring pericardiocentesis) and death. During the procedure, the physician was unable to do fast anatomical mapping (fam) or acquire points on the carto 3 system. No errors populated. The catheter and catheter cable were exchanged without resolution. New carto study was initiated and the issue was resolved. At the end of the procedure, after the sheaths were pulled, as the patient was emerging from anesthesia, a pericardial effusion was detected. Pericardiocentesis was performed and yielded 150 ml of fluid. Patient was reported to be in critical condition. Patient required a few days of extended hospitalization while on life support as a result of the adverse event. An unspecified number of days¿ post-procedure, after life-support was discontinued, the patient expired. Patient had no previous medical history. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to the lack of ultrasound during transseptal puncture. Transseptal puncture was performed with a boston scientific tsx needle. Preface sheath was in use. Generator settings included power at 50 watts, temperature of 45°c, and impedance of 96 ohms with a 7 ohm drop. There is no information regarding power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There were no errors reported on any bwi equipment during the procedure. Multiple attempts have been made to obtain clarification to the death portion of this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on september 14, 2017. The cause of death is assumed to be the cardiac tamponade. No autopsy was performed. The patient was taken off support late on thursday, (B)(6) 2017, and expired at that time. Manufacturer's ref. No: (B)(4).